Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mmx20mmx143 cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation below the nominal pressure, the balloon ruptured. The procedure was completed with a 2.5 mm coyote balloon catheter. No patient complications were reported.